Event description:
It was reported that during a stenting treatment procedure removal difficulties occurred. Access was obtained through the right femoral artery. The 90% stenosed, 40mmx3.0mm, de novo and eccentric target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm apex balloon and the stenosis was reduced to 70%. Next, a 38x3.0 taxus liberte long stent delivery system (sds) was advanced and force was used to cross the calcified lesion. There was 50% contrast ratio in the inflation device. The delivery balloon was first inflated to 12-14atms. Next, it was inflated to 2atms. The balloon inflated and deflated without difficulty and the stent was well positioned and fully apposed. However, balloon withdrawal resistance was encountered when trying to removing the sds. The 4.0 runway guide catheter was deep seated and the balloon released from the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: (B)(6) older. Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).